Event description:
It was reported to sharps on (B)(6) 2010 that two customers were stuck with a used needle protruding from a 20 gallon rx takeaway system (model number 17100) on (B)(6) 2010.

Manufacturer narrative:
The needles protruding from the 20 gallon rx takeaway system have been identified as atropine auto-injectors. The sharps 10 and 20 gallon rx takeaway systems (model nos. 17100 and 17200) are intended for the safe transportation of unused/expired medications, including the auto-injectors antidote kit, but only unopened and in its original MFR pouch. The initial investigation has determined that the 20 gallon rx takeaway was filled with 47.5kg of loose and deployed auto-injectors not in their original MFR pouch. It appears that during the process of transportation, some of the auto-injectors deployed and needles protruded through the cardboard box. The customer did not follow the instructions for use as the auto-injectors were loose and not in their original packaging. The customer should not have purchased the sharps rx takeaway system, rather, the customer should have purchased a sharps recovery system (a.k.a., the sharps disposal by mail system) as advised in emailed instruction for use. The customer was instructed to purchase sharps recovery systems (a.k.a., the sharps disposal by mail systems - consisting of a sharps container) for safe handling and disposal of the loose auto-injectors. Customer has been informed not to use the sharps rx takeaway system for loose auto-injectors not in their original packaging.